Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 for a high blood glucose level of 485 mg/dl. The customer had hyperglycemia and was nausea. She also had a diabetic ketoacidosis. The customer was administered insulin drip at the hospital. She was wearing her insulin pump at the time of hospitalization. In the alarm history no delivery and low reservoir alarms were found. She stopped using her insulin pump because of her recurring high blood glucose levels. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.